Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem with a prep razor. The customer stated that a staff member was injured due to placing finger on blade side of razor to remove cover. Staff member suffered from laceration of finger that required suturing.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.